Manufacturer narrative:
The customer reported that the bsm (bedside monitor) freezes up and the touch screen is not working. (B)(4) continues to investigate the reported event. (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) freezes up and the touch screen is not working.